Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4). At 11:30 a.m., the meter result was 4.1 inr. The meter result within a few minutes was 3.0 inr. At 12:00 p.m., the patient had a coaguchek xs professional meter result of 3.1 inr. The doctor considered their professional meter reading on their coaguchek xs meter to be correct. The patient¿s therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation. Replacement product was sent. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr; qc 2: 5.5 inr; qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.